Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va1900t implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2017 and during the surgery, the health care provider (hcp) found an electrode too high so it was replaced with a new one. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) clarified that the electrode being too high was an impedance issue of an unknown cause. However, it was noted that the issue had been resolved. No further complications are anticipated.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.